Event description:
The doctor attempted to place a femoral central line. The j-wire would not release after insertion. The wire was removed with the assistance of another doctor. Upon removal it was noted that the wire was frayed. Pressure dressing was applied with 1 hour pulse checks.

Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for eval.